Event description:
Related manufacturer report number: 3006705815-2023-05171. It was reported that the patient's scs leads had high impedances on all 16 contacts, and the patient was experiencing ineffective relief. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
A patient experienced high impedance/lead fracture and ineffective relief was reported to abbott. As a result, the patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that in addition to the reported high impedances an abbott field representative indicated the patient's leads had also fractured. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs leads were explanted, replaced and therapy was restored.